Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle was found to be a mixture including organic silicone, protein, and carboxylic acid but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿1 keep the air / water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. ¿1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing, the reported issue (air/water flow issue) was not confirmed. In addition to the foreign material identified in the nozzle, examination showed the connecting tube was dented and wrinkled. After the foreign material was identified, olympus medical requested additional information about the customer's reprocessing. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. The customer reported there were no abnormalities in the reprocessing accessories. The following components showed scratches: scope connector cover, scope connector, universal cord, hand grip, suction connector, switch box, lock engagement knob and lever, up/down directional knob, right/left directional knob, control unit, and bending section cover adhesive. Functional testing showed the angle for the up direction was out of specification and the up/down knob had excess play; both issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the gastrointestinal videoscope had low flow from the air/water nozzle. The customer reported the device issue was identified during reprocessing prior to a diagnostic procedure. The customer confirmed the scheduled procedure was completed. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.